Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the events. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) and meropenem injection (500mg each bag, intraperitoneal, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.